Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure the ligamax was placed straight - first clip fell off, second clips crossed over, six clips functioned. No consequences for the patient. Procedure was completed with the same like device. The device was discarded by the hospital.